Manufacturer narrative:
Taper ii. (B)(4). The product associated with this report has not yet been returned. Based upon the serial number and partial implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Patient called to report "some complications with [the] band." Patient further explained; "there is a leak on my band." The alleged leak was determined during a fill adjustment when the port "was filled up" and there was "no restriction." Follow-up findings: per the surgeon's staff: the patient "didn't come back in for [the] follow-up appointment that [had been] scheduled for, so there is a high possibility that there maybe a leak, but it has not been confirmed by the doctor at all." The device remains implanted at this time.